Event description:
Note: this report pertains to one of four devices used during the same procedure. Manufacturer report numbers 3005099803-2010-04783, 3005099803-2010-04785, and 3005099803-2010-04799 address the other devices. It was reported to boston scientific corporation that an endostat foot switch was used during a polypectomy procedure performed on (B)(6), 2010. According to the complainant, two polyps were removed from the patient's colon with no apparent complications. However, the complainant reported that there was no evidence of blanching when cautery was activated. The physician believed that there may have been an issue with the generator. Several hours later the patient was admitted to an emergency room due to bleeding, and a hemostasis probe and separate generator were used to resolve the bleed. It was reported that neither a transfusion nor hemostasis clips were needed. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
Note: this report pertains to one of four devices used during the same procedure. Manufacturer report numbers 3005099803-2010-04783, 3005099803-2010-04785, and 3005099803-2010-04799 address the other devices. It was reported to boston scientific corporation that an endostat foot switch was used during a polypectomy procedure performed on (B)(6), 2010. According to the complainant, two polyps were removed from the patient's colon with no apparent complications. However, the complainant reported that there was no evidence of blanching when cautery was activated. The physician believed that there may have been an issue with the generator. Several hours later the patient was admitted to an emergency room due to bleeding, and a hemostasis probe and separate generator were used to resolve the bleed. It was reported that neither a transfusion nor hemostasis clips were needed. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Date of this report is (B)(6) 2010.

Manufacturer narrative:
(B)(4). Additional information: the lot number of the device was reported to be s08377. Visual evaluation of the returned device found that the foot switch was in good condition, and mechanical evaluation found that it functioned properly. The foot switch and the endostat ii electrosurgical unit passed the return evaluation procedure within all test parameters. All connections were checked and wires were manipulated while power was activated, and no problems could be found with the system. The complaint was not confirmed.

Event description:
Note: this report pertains to one of four devices used during the same procedure. Manufacturer report numbers 3005099803-2010-04783, 3005099803-2010-04785, and 3005099803-2010-04799 address the other devices.it was reported to boston scientific corporation on (B)(4) 2010 that an endostat foot switch was used during a polypectomy procedure performed on (B)(6) 2010.according to the complainant, two polyps were removed from the patient's colon with no apparent complications. However, the complainant reported that there was no evidence of blanching when cautery was activated. The physician believed that there may have been an issue with the generator. Several hours later, the patient was admitted to an emergency room due to bleeding, and a hemostasis probe and separate generator were used to resolve the bleed. It was reported that neither a transfusion nor hemostasis clips were needed.the patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4).the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.